Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown b.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.4. Device manufacture date: unknown h.6 investigation summary: no samples were received for investigation of complaint reference pr 8940129 reported via post market survey; however the customer suggested that flow restriction was detected from a secondary infusion set during infusion. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10

Event description:
It was reported that the unspecified bd¿ infusion set was clogged. The following information was provided by the initial reporter: clinician experienced: partial obstruction partial obstruction of the catheter.